Event description:
The pt had been on this ventilator 14 days prior to this event. Two respiratory therapist's were at the pt's bedside for the change of shift report, when the ventilator lost power without alarming. The pt was immediately bagged. The ventilator was removed for service. The hosp svc staff isolated the problem to a blown fuse.